Event description:
It was reported that during a right hemi-hepatectomy procedure, the device had been working correctly during this liver resection, when it was clamped down on liver tissue and fired. The staples formed and the blade retracted after the fourth stroke of the firing trigger, but the gun failed to open. The red safety button was then used to try to release the device (the red button did not seem to have any resistance in it and seemed broken). The firing trigger was depressed again to try to release the jammed mechanism and this did not work. Because the staples had formed and the blade had retracted, we were able to pry the jaws off of the liver but could not work the device from that period. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on (B)(6) 2010: there did not seem to be damage to the staple line and or tissue. The device fired and staple line and cut line seemed to be intact with no issues noted when we pried the device off the liver bed.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during filling. The device was being filled with a 180ml solution of 5-fluorouracil and saline at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4): jammed knife the analysis found that one sc60a device was returned in good visual condition and with a white and fully fired reload present. In addition, one jammed clip was found behind the knife and one clip inside the jaws. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was opened. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.